Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Subsequently, the battery fully depleted and the pump shut off. The customer¿s blood glucose (bg) was in the 400s (mg/dl). The customer went to the emergency room (ER) and was given 25 units of insulin via manual injection. The customer's bg improved to low 300s and the customer lef the ER after 3 hours with the issue resolved. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.